Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, the right ventricular (rv) lead exhibited over-sensing resulted in pacing inhibition. The rv lead was capped and replaced (B)(6) 2023. The patient was in stable condition throughout the procedure.